Manufacturer narrative:
A test reservoir was installed and did not lock in place due to completely broken reservoir tube lip. Unable to perform the displacement test due to completely broken reservoir tube lip. Unit had missing reservoir tube o-ring.

Event description:
Customer reported via phone call that the reservoir compartment thread was worn. Customer reported that reservoir was able to lock into place. Customer¿s blood glucose was 148 mg/dl. Customer was advised that insulin pump would need to be replaced. Insulin pump is expected to return for failure analysis.